Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was not in use at the time of the reported event. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.